Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range low shock impedance measurements less than 20 ohms. No other complications have been reported. The physician plans to continue to monitor this patient at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.